Event description:
It was reported that, "dr. [ ] was final tightening the right iliac screw when the blocker began to get a mushy soft feel. He stopped and noticed the blocker had split in half. It required dr. [ ] to use a metal cutting burr to remove the broken blocker. An additional 15 minutes was required to burr out the blocker and reimplant a new blocker."

Manufacturer narrative:
At visual inspection of the returned device, the blocker was found to be almost destroyed and it is just chunks of titanium at this point. Inspecting a part of the blocker on the rear side a severe deformation was noted as well as significant marks of instrumentation on what was the blocker hex. A thorough investigation could not be performed as the batch number of the implicated blocker was unknown and given the product condition at receipt (destroyed), no further dimensional inspection could be performed on this product. Based on the event description the doctor was final tightening the right iliac screw when the blocker began to feel soft. He stopped tightening and noticed that the blocker had split in half. Such an event occurring during final tightening can be the fact of cantilever provided on the torque wrench during final tightening which may decrease the strength resistance to breakage of the blocker. Based on laboratory testing these blockers are proven to withstand over 28 nm tightening torque before breakage which is more than twice the recommended torque. The failure mode observed under over torque during testing is similar to the one reported in this case where the blocker split. The fact that blocker split in half and splayed open attests to the high compression force it was submitted to. No similar issue was noted during the past year and the occurrence of this kind of event remains low. A delay of 15 minutes was reported in this case with no adverse consequences reported. Conclusion: while it is proposed that the failure could be the result of the user applying cantilever forces to the torque wrench during final tightening and over torque of the blocker, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Event description:
It was reported that, "dr. [ ] was final tightening the right iliac screw when the blocker began to get a mushy soft feel. He stopped and noticed the blocker had split in half. It required dr. [ ]to use a metal cutting burr to remove the broken blocker. An additional 15 minutes was required to burr out the blocker and reimplant a new blocker."